Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and its associated effects.

Event description:
Dexcom was made aware on (B)(6) 2016 that the patient experienced a hypoglycemic event on (B)(6) 2016. The patient called into dexcom technical support (ts) and wanted to know what "low" on the receiver meant. Patient was slurring and was incoherent. The ts representative asked the patient to do a fingerstick which read 42mg/dl. The patient self-treated with food and after 10 minutes they took another fingerstick with read 60mg/dl. The patient had recovered and said he would continue to eat some carbohydrates and then the call was ended. There was no alleged device malfunction. At the time of contact, the patient was fine. No additional event or patient information was provided. No product or data was returned for investigation. The reported event could not be confirmed. A root cause could not be determined.